Manufacturer narrative:
No code available (surgical intervention required; hospitalized; persistant spillage of contrast medium). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The stent only was returned for review, no stent delivery system was received for examination. The cover was returned in multiple pieces. Visual examination of the deployed stent found no evidence of damage which could have contributed to the reported complaint. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. It is important to note that per the dfu, the ultraflex covered and non-covered esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and / or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a patient on (B)(6), 2011. According to the complainant, the stent was placed to seal an esophageal iatrogenic laceration, not associated with a malignancy or cancer. The physician stated that after the stent was deployed, no attempts were made to move or reposition the stent. One day post procedure on (B)(6), 2011, the patient underwent a computed tomography (CT) scan of the chest and abdomen with double contrast medium. During which, the contrast medium showed 'persistent spillage' when administered orally. The patient then underwent surgery. The physician stated that when they opened up the patient's abdomen, the stent protruded from the esophagus. He didn't know if the stent had migrated or if the laceration had expanded. The physician cut the lacerated segment of the esophagus and sutured the proximal and distal esophagus together. The stent was surgically removed during this procedure, and another stent was not implanted. After the stent was removed, it was reported that the cover was damaged. The patient remains hospitalized, as the iatrogenic laceration has not been resolved. It is important to note that per the dfu, the ultraflex covered and non-covered esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and / or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a patient on (B)(6), 2011. According to the complainant, the stent was placed to seal an esophageal iatrogenic laceration, not associated with a malignancy or cancer. The physician stated that after the stent was deployed, no attempts were made to move or reposition the stent. One day post procedure on (B)(6), 2011, the patient underwent a computed tomography (CT) scan of the chest and abdomen with double contrast medium. During which, the contrast medium showed 'persistent spillage' when administered orally. The patient then underwent surgery. The physician stated that when they opened up the patient's abdomen, the stent protruded from the esophagus. He didn't know if the stent had migrated or if the laceration had expanded. The physician cut the lacerated segment of the esophagus and sutured the proximal and distal esophagus together. The stent was surgically removed during this procedure, and another stent was not implanted. After the stent was removed, it was reported that the cover was damaged. The patient remains hospitalized, as the iatrogenic laceration has not been resolved. It is important to note that per the dfu, the ultraflex covered and non-covered esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and / or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula.